Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had a constant tone and frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display anomalies or frozen display noted. Power connector plug in and locked in place properly. Pump error alarm (variable 3) during self test and confirmed in the pump history due to cold solder joint on keypad assembly. Unit received with cracked battery tube threads, cracked case (battery tube), missing serial number label and minor scratches on lcd window.